Event description:
Customer reported a tandem mobi cartridge alarm, and it was confirmed that cartridge alarm 35 had occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and determined that the pump needed to be replaced. Customer had experienced cartridge alarms with consecutive cartridges, although not previously with cartridge alarm 35 specifically. Technical support confirmed the pump was still under warranty and arranged for its replacement. Customer planned to use a backup insulin pump to ensure continuity of insulin delivery.